Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 305u23 tissue valve, implanted: (B)(6) 2010.

Event description:
The patient reported that they experienced soreness in the weeks following the implantable pulse generator (ipg) implant. Follow-up with the clinic revealed that the patient has been seen, and the wound site is fully healed. A seroma had been noted at the wound site after the implant, and this cleared up on its own. In addition, the physician suspected that the patient's past mastectomy may be contributing to the patient's discomfort at the site. The physician is planning to move the device to the other side of the patient's body to alleviate the patient's discomfort. No further patient complications have been reported as a result of this event.